Event description:
The customer complained that multiple patient and quality control samples were tested with a vitros na+ slide cartridge that was misidentified as a vitros tbil slide cartridge on a vitros 4600 chemistry system. A total of twelve patient samples were processed and erroneous tbil results were obtained. Three (3) of the 12 erroneous tbil results were reported outside of the laboratory, however, the results were questioned and no treatment was given, changed, or withheld. All 3 patient samples were retested for vitros tbil and corrected reports were issued. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple patient and quality control samples were tested with a vitros na+ slide cartridge that was misidentified as a vitros tbil slide cartridge on a vitros 4600 chemistry system. The root cause of this event is user error while manually loading a vitros slide cartridge. The vitros 4600 chemistry system hardware and software were operating as expected.